Event description:
As reported by the user facility: customer reports an over infusion: event description: pediatric patient ordered 300ml at 200ml per hour, checked an hour in half later and the whole bad had infused, the rn reported that pump was programmed correctly. Lactated ringers was the medication used, tubing was also saved. No patient injury reported.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available. (B)(4).